Event description:
It was reported that a spectrum pump failed preventive maintenance downstream occlusion sensor test. This occurred in the biomed service departed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for downstream occlusion detection and passed. A service history review indicated the device has been serviced within the last twelve (12) months however this does not appear as a repeat service event. There is no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.